Event description:
It was reported that a clearlink continu-flo solution set with duo-vent spike "snapped in half while priming IV fluids". There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date : march 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.